Event description:
A malfunction was reported on the customer's pump, specifically identified with malf 12, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance by supplying pump reset information, and the customer successfully reset the pump. The malfunction code did not recur after the reset, and the customer was instructed to contact support if the issue occurred again. The customer confirmed understanding and continued use of the pump.